Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be kinked. During the investigation, a tear was also found in the exposed portion of the soft cannula. Fluid was observed exiting the tear in the exposed portion during leak test. The data downloaded from the device did not show any signs of struggle during the run. It could not be conclusively determined when or what caused the damage to the exposed portion of the soft cannula. Correction: (device available for eval: yes, date returned to mfg: 5/20/2019) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's bg (blood glucose) reached 265 mg/dl while wearing the pod between 1 and 4 hours. The patient's cannula was found bent, while wearing it on the back. For treatment, gave a bolus and did a temp basal increase of 20%.